Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Device malposition and secondary surgical intervention are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A patient with hydrus microstent implantation approximately 6 months earlier underwent a planned explantation on (B)(6) 2022. The microstent was not explanted due to its positioning under the iris and into the sulcus.